Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump had received critical pump error, motor safety circuit failed test, and power failure alert. The customer's blood glucose level was 131 mg/dl. The errors were found while the insulin pump was performing safety checks. She was assisted in insulin pump reset procedure and the screen turned off. The customer was assisted in troubleshooting but she was unable to clear the insulin pump errors. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image) alarm and unable to download, problem isolated to the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test or verify pump error 40 alarms, pump error 24 alarms or frozen screen anomaly due to critical pump error (open book image) alarm.